Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 800 mg/dl. The customer stated they were vomiting from their high blood glucose. It was also found the customer had an infection, leading to their hospitalization. The cause of the customer's hospitalization was from diabetic ketoacidosis and sepsis. Customer was currently hospitalized at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.